Event description:
Caller reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer was sent a new cable, and it was confirmed that that pump began to charge successfully with the new cable.